Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that shortly after the patient was discharged home after the implant, the subcutaneous implantable cardioverter defibrillator (s-ICD) smart pass feature automatically deactivated. The patient was called and the smart pass feature was reactivated. A few days later, the smart pass feature automatically deactivated again. The device delivered inadequate shocks and the local boston scientific representative was on vacation therefore, no changes was made to the device programming. Now the smart pass feature automatically deactivated for the third time. Latitude data was provided for review and boston scientific technical services observed inappropriate shocks due to t-wave oversensing and increased heart rate which had led to oversensing and inadequate therapy. Unfortunately, there is no data available from the primary and secondary vectors to evaluate whether the smart pass feature would have prevented a shock in other vectors. Technical services provided troubleshooting recommendations. The plan is to bring the patient into the clinic for stress ECG testing. No additional adverse patient effects were reported. This device and electrode remain in-service. Additional information was provided, it was reported that the patient was seen in-clinic for stress testing. During stress testing on a stationary bike, a heart rate over 160 bpm was able to be achieved. Oversensing or t-wave oversensing with double counting was not observed in the programmed alternative vector. Visually the alternative vector remained the best option and so the device was programmed to alternative vector. An x-ray was preformed prior to the troubleshooting day. The device showed correct electrode and device placement, with no fat under either. There was no visible or suspected damage to either the device or electrode, and no evidence of such in the previous episodes. Another option would be to reimplant the electrode in a right-of-center position, if further inappropriate shock is experienced in the future. No additional adverse patient effects were reported. This device and electrode remain in-service.

Event description:
It was reported that shortly after the patient was discharged home after the implant, the subcutaneous implantable cardioverter defibrillator (s-ICD) smart pass feature automatically deactivated. The patient was called and the smart pass feature was reactivated. A few days later, the smart pass feature automatically deactivated again. The device delivered inadequate shocks and the local boston scientific representative was on vacation therefore, no changes was made to the device programming. Now the smart pass feature automatically deactivated for the third time. Latitude data was provided for review and boston scientific technical services observed inappropriate shocks due to t-wave oversensing and increased heart rate which had led to oversensing and inadequate therapy. Unfortunately, there is no data available from the primary and secondary vectors to evaluate whether the smart pass feature would have prevented a shock in other vectors. Technical services provided troubleshooting recommendations. The plan is to bring the patient into the clinic for stress ECG testing. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.